Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 38-year-old female patient who had essure (batch no. C40241) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, frequency of menses, uterine bleeding and back pain. Family history included breast cancer. Concomitant products included alprazolam (xanax) and escitalopram oxalate (lexapro). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, 1 year 10 months after insertion of essure, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent bilateral salpingectorny) and surgery (on (B)(6) 2017 underwent novasure endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, vaginal haemorrhage, allergy to metals, headache and weight increased outcome was unknown and the abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, migraine and alopecia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 228 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming - pelvic pain, dysmenorrhea, menorrhagia." Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs and mr received. Events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), migraines, headaches, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, hair loss, abdominal pain", reporter, lot number addedfrom pfs. Historical and concomitant condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 38-year-old female patient who had essure (batch no. C40241) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, frequency of menses, uterine bleeding and back pain. Family history included breast cancer. Concomitant products included alprazolam (xanax) and escitalopram oxalate (lexapro). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 2 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal hemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"), abdominal pain ("abdominal pain") and back pain ("low back pain"). The patient was treated with surgery (underwent bilateral salpingectorny, hysterectomy (full).) And surgery (on (B)(6) 2017 underwent novasure endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, vaginal hemorrhage, allergy to metals, headache, weight increased and back pain outcome was unknown and the abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, migraine and alopecia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: current weight 228 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming - pelvic pain, dysmenorrhea, menorrhagia." Most recent follow-up information incorporated above includes: on 22-jun-2018: pfs received - new event low back pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 38-year-old female patient who had essure (batch no. C40241) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, frequency of menses, uterine bleeding and back pain. Family history included breast cancer. Concomitant products included alprazolam (xanax) and escitalopram oxalate (lexapro). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 2 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"), abdominal pain ("abdominal pain") and back pain ("low back pain"). The patient was treated with surgery (underwent bilateral salpingectomy, hysterectomy (full).) And surgery (on (B)(6) 2017 underwent novasure endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, vaginal haemorrhage, allergy to metals, headache, weight increased and back pain outcome was unknown and the abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, migraine and alopecia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 228 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming - pelvic pain, dysmenorrhea, menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 38-year-old female patient who had essure (batch no. C40241) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, frequency of menses, uterine bleeding, back pain and lupus erythematosus. Family history included breast cancer. Concomitant products included alprazolam (xanax) and escitalopram oxalate (lexapro). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 days after insertion of essure. On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"), abdominal pain ("abdominal pain"), back pain ("low back pain") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (on (B)(6) 2017 underwent novasure endometrial ablation and underwent bilateral salpingectorny, hysterectomy (full).). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, migraine, alopecia and hypersensitivity had resolved and the menstrual disorder, allergy to metals, headache, weight increased and back pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 228 lbs she did not claim that essure worsened a previously existing injury/condition. Plaintiff received treatment for pain, bleeding, allergy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming - pelvic pain, dysmenorrhea, menorrhagia" . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Reporter information added. Event: allergic reaction added. Event outcome were updated. We received a lot number/returned sample/serial number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain'), embedded device ('single grossly embedded coiled within a single segment of fallopian tube') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in a 38-year-old female patient who had essure (batch no. C40241) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spotting vaginal, missed abortion, bacterial vaginosis, vaginitis, vulvovaginitis, ovarian cyst, bloating, pap smear abnormal, anxiety, depression, breast disorder, vitamin d low, mental disorder, postpartum depression, post-traumatic stress disorder, systemic lupus erythematosus, thyroid disorder, joint dislocation, night sweats, sleep disorder, hot flashes, sialadenitis, cholecystectomy, d & c, c-section, pelvic adhesions and endometriosis. Concurrent conditions included overweight, frequency of menses, abnormal uterine bleeding, back pain and lupus erythematosus. Family history included breast cancer and breast cancer. Concomitant products included alprazolam (xanax) and escitalopram oxalate (lexapro). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 days after insertion of essure. On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issue"), abdominal pain ("abdominal pain"), back pain ("low back pain") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (diagnostic hysteroscopy, d&c, diagnostic laparoscopy, bilateral salpingectomy,lysis of adhesions, on (B)(6) 2017 underwent novasure endometrial ablation and underwent bilateral salpingectorny, hysterectomy (full).). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, migraine, alopecia and hypersensitivity had resolved and the embedded device, menstrual disorder, allergy to metals, headache, weight increased and back pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, headache, heavy menstrual bleeding, hypersensitivity, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 228 lbs. She did not claim that essure worsened a previously existing injury/condition. Plaintiff received treatment for pain, bleeding, allergy. Trailing coils: right: 1 coil, left: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming - pelvic pain, dysmenorrhea, menorrhagia, single grossly embedded coiled within a single segment of fallopian tube. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-may-2021: mr received. Reporter information, patient middle name, medical history added. New event: single grossly embedded coiled within a single segment of fallopian tube was added. We received a lot number/returned sample/serial number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain'), embedded device ('single grossly embedded coiled within a single segment of fallopian tube') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in a 38-year-old female patient who had essure (batch no. C40241) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spotting vaginal, missed abortion, bacterial vaginosis, vaginitis, vulvovaginitis, ovarian cyst, bloating, pap smear abnormal, anxiety, depression, breast disorder, vitamin d low, mental disorder, postpartum depression, post-traumatic stress disorder, systemic lupus erythematosus, thyroid disorder, joint dislocation, night sweats, sleep disorder, hot flashes, sialadenitis, cholecystectomy, d & c, c-section, pelvic adhesions and endometriosis. Concurrent conditions included overweight, frequency of menses, abnormal uterine bleeding, back pain and lupus erythematosus. Family history included breast cancer and breast cancer. Concomitant products included alprazolam (xanax) and escitalopram oxalate (lexapro). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 days after insertion of essure. On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issue"), abdominal pain ("abdominal pain"), back pain ("low back pain") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (diagnostic hysteroscopy, d&c, diagnostic laparoscopy, bilateral salpingectomy,lysis of adhesions, on (B)(6) 2017 underwent novasure endometrial ablation and underwent bilateral salpingectomy, hysterectomy (full).). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, migraine, alopecia and hypersensitivity had resolved and the embedded device, menstrual disorder, allergy to metals, headache, weight increased and back pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, headache, heavy menstrual bleeding, hypersensitivity, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 228 lbs. She did not claim that essure worsened a previously existing injury/condition. Plaintiff received treatment for pain, bleeding, allergy. Trailing coils: right: 1 coil, left: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming - pelvic pain, dysmenorrhea, menorrhagia, single grossly embedded coiled within a single segment of fallopian tube. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issue"). The patient was treated with surgery (underwent bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. On (B)(6) 2015: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.